Event description:
Rptr writes, "I wish to relate a series of accidents that occurred to my mother as the result of an unguarded speed control, excessive side speed, and inadequate instruction of programmability of side speed on the invacare ranger ii motorized wheelchair. On 10/1/98, I was unable to get an answer by phone at my mother's home. I had talked to mother the previous evening. Mother lived alone and used the invacare ranger ii motorized wheelchair to move around her home. This was the second motorized wheelchair mother had used, and she was very skilled at maneuvering both. Though severely crippled by arthritis, she was and still is mentally astute. Upon arrival at mother's home, I found her on the floor in the doorway between rooms with the wheelchair jammed into the right side of the doorway. The chair had obviously hit the right side of the doorway with such force, it threw mother forward onto the footrests, lacerating her backside and pinning her right arm between chair and doorway. I immediately called the emergency medical svc since mother was incoherent and obviously injured. When the rescue unit arrived, I tried to move the chair away from the doorway to free mother while a rescue technician supported her to keep her from falling backward. The chair jerked severely when I touched the joystick, and I noticed the speed control indicator was turned up high. I disengaged the drive and manually moved the chair away to free mother. I later determined that the incident occurred at about 8:00 pm on 9/30/98, and mother was injured and pinned there until noon on 10/1/98 when I found her about 16 hrs later. Upon inspection, I noticed that the speed control knob was free wheeling and not racheted, nor was there a guard that would prevent inadvertent contact with the speed control knob. The on/off toggle switch was located to the right of the speed control knob on the right arm of the chair behind the joystick. Mother always reached across with her left arm to turn the toggle switch on and off, and in my opinion contacted the unguarded free wheeling speed control knob, turning it inadvertently too high. She frequently stopped at the entrance way to talk on the phone, which was on the end table; turn the lamp on or off; or turn the wall switch on or off. She does not remember much except she turned on the swtich and engaged the joystick, and the chair leaped into the right side of the doorway, causing the accident. Mother was hospitalized for 22 days and in very severe pain, but fortunately, she had no fractures. On 3/4/99, while a resident at a nursing home, she moved her invacare ranger ii wheelchair between her bed and the wall. She reached for the light switch on the wall to her left with her left hand. Her right hand inadvertently bumped the joystick, causing the wheelchair to swing rapidly right, impacting the frame and bed, severely lacerating her right leg. This wound required hosp emergency treatment and layers of internal and external stitches. Examination of the chair also showed the speed control turned higher. A review of the manual indicated that side speed was programmable. This feature was not explained to me when the distributor delivered the unit. I feel this contributed to mother's initial accident and the second accident. Nurses and nurses' aides at the nursing home indicated they were apprehensive to even move the wheelchair before or after transfer of mother to bed because of its wild and jerky side to side action. A sketch of the control is attached. I later noticed the speed control knob was loose, and speed control adjustment was erratic since the knob was slipping. It eventually came off the metal speed control rod. I left the knob off and taped around the right armrest so the metal speed control knob could not be reached. I thought this was a safe action. This was not the case. On 4/30/99, while out of state, I was notified that mother sustained another deep laceration of the same leg as a result of her wheelchair rapidly turning into a parked wheelchair in her room. This injury necessitated hospitalization after stapling and stitching approximately a 15-inch cut. Upon return, I inspected the wheelchair and found the tape was in place. The speed was up, and the sidewise movement jerky and rapid. The handle was loose and could be rotated clockwise and counterclockwise. This was caused, I found, by a loosening of the clamp that allows the joystick to be adjusted front to back according to the individual's reach. I surmised that perhaps this rotation could have caused the tape's sticky surface to contact the shiny speed control knob and turn it higher. I feel this series of incidents was the result of an improperly guarded speed control knob and a control that was free wheeling and knob attached inadequately. Also the side speed was excessive. I also feel that inadequate instruction was given with reference to the programmability of speed control in all directions, in particular the critical sidewise action which I feel was a major contributor in these accidents. In my professional opinion, I feel major changes in the safety of the speed control should be made, and complete programmability instruction should be given upon delivery, perhaps including the programming device. I also feel an automatic shutoff should be installed that shuts off power after 15-30 secs of inactivity (stopped)."